Event description:
Customer reported that pump became hot to touch while it was charging with tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer will reach out to their healthcare provider for advice on backup therapy as none was available, and they followed instructions from technical support to put the pump in storage mode and return it using the provided pre-paid label. Replacement pump and charging supplies will be sent to the customer.